Manufacturer narrative:
Additional, changed, and/or corrected data:a2, b5, b7, h6, h8.

Event description:
Patient was treated with oral fluclox for 3 days. Patient reported left cheek still mildly swollen and harness a lot. Event has been resolved.

Event description:
Healthcare professional reported a patient was injected in the cheeks, chin, and jawline with .05 cc of juvéderm® volux¿. The patient was concomitantly injected with botox®. Five days later, the patient noticed ¿swelling¿ on the left jaw. The patient took antihistamines and nsaid. Four days later, the patient later noticed the left side of the face ¿began to swell¿ and the area of the jaw was ¿red and hot.¿ the patient was prescribed oral antibiotics. The patient took 2 doses and returned for review. Two days later, r/v was performed to see ¿left jaw cellulitis.¿ the left side of the face was ¿hot¿ and the left prejowl sulcus was ¿swollen with defined edges.¿ the patient was prescribed cefalexin 500 mg tabs 2x, a cleanse with chlorhexidine 2x, and an 18g needle insertion and drained haemopurulent exudate. An allergy test was performed with hyalase with no reaction. Event is ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2 continued h.6. Health effect- impact code: f22 continued h.6. Type of investigation code: b15, b17, b20 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.